Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial #unknown) unknown egia su, unknown endo gia sulu, (lot #unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, once the reload was attached to the powered stapler, the operating room technician primed it by opening and closing the device per instructed. The green light was on, but once stapler was actually inside the patient and open ready to be fired, it would then not close. The surgeon was able to squeeze the handle, but it would result in no action, device was freezing. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic procedure, once the reload was attached to the powered stapler, the operating room technician primed it by opening and closing the device per instructed. The green light was on, but once stapler was actually inside the patient and open ready to be fired, it would then not close. The surgeon was able to squeeze the handle, but it would result in no action, device was freezing. The product in question was taken out and replaced with a loaner. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. It was reported that once the stapler was actually inside the patient and open ready to be fired, it would then not close. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: corrosion, calibration turns error, and articulation calibration error. Visual inspection noted that there was rust on the distal etching of the adapter. Functionally, the data saved to the adapter was read and had an articulation calibration error and multiple calibration turns errors recorded. The adapter had 38 of 50 procedures remaining. The most likely cause could not be established from the information available. Another unreported condition was identified: difficult to load. Functionally, a representative reload was attempted to be connected to the adapter; however, there was difficulty when loading. The product analysis noted evidence that the device was not used as intended. A third unreported condition was identified: articulation mechanism not in home position. Visual inspection noted that the adapter's proximal housing was removed, and the articulation mechanism was noted to be out of home position. The articulation mechani sm was placed back into home position using a rpa manual retract tool. Attachment of a reload was reattempted, but again, the reload could not be inserted fully. The adapter's metal cover tube was removed, and a broken piece of a reload's articulation flag was found in the loading slot. The piece of a reload's broken articulation flag was removed, and a reload was now able to be loaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. The most likely cause for this additional condition could not be traced to this device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload:. Center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open;. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.